Event description:
I started on a minimed 780g insulin pump on (B)(6) 2026. On (B)(6) 2026 I was scheduled to change my simplera sync continuous glucose monitor that transmits my glucose values to my pump and my pump makes insulin dosing decisions on that information. My sensor was very inaccurate that morning and failed that afternoon during what they consider a grace period which means it may or may not work for 24 more hours of a grace period. I changed my sensor and it would not connect properly to the pump and I tried to call customer service for help. I got a recording to leave my number and they would call me back in the order my call was received. So, I applied another sensor and it connected properly but I still had a 2 hour warm up period to go and had already been without my glucose sensor communicating to my insulin pump for 4 hrs, not to mention the 6 or more hours I had been getting inaccurate readings. So, I was without glucose readings for 6 hrs that day and my pump did not have accurate information to dose my insulin. I did not receive a call back from customer service as promised. I called the next day, about 24 hours later, and as of 3:10 pm on (B)(6) 2026 I have not received a call back from customer service. 72 hrs is an unreasonable amount of time. My insulin pump is my lifeline. I have unanswered questions for customer service and have no way to contact them. From my understanding from other people who wear this pump also, this is a pattern of medtronic/minimed. It suffered no long-lasting effects from this problem but other pump companies I have used have been very responsive. Messages not being returned is not an acceptable practice for a life saving medical device. Pt code: 4582. Device code: 1535. Ref report: mw5185299.